Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving an error message. This complaint is classified according to the documentation of the customer care advocate. The patient's diabetes is managed with self adjusting insulin. The product issue began on (B)(6) 2010 at 1 pm. As a result of the error message, the patient managed her diabetes with more food and/or drink and administered treatment with 15 units of lantus insulin at the time of concern. Reportedly, 2-3 hours later, the patient developed symptoms described as "sob and shaky." No other devices were used on the day of concern. According to the troubleshooting performed with customer service, the patient could not identify the error message. The product issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she developed symptoms that can be associated with hypoglycemia 2-3 hours after the product issue began.